Event description:
Pt admitted for ablation, mapping of right coronary artery. A multipolar mapping catheter was placed in the distal rca. Upon removal, the terminal 1-inch of the wire snapped and remained in the rca, resulting in dissection of the proximal rca.